Event description:
The customer alleged 7200 ventilator's audio alarm was intermittent. The mallinckrodt customer svc engineer (cse) verified the reported problem and replaced the alarm. Unit passed performance tests. This report is not an admission by mallinckrodt to the event alleged in this report.